Event description:
A pinnacle pelvic floor repair kit was used during an anterior floor repair procedure in 2008. According to the complainant, during the procedure, the suture broke off of the sleeve in the pt during placement and was retrieved. Completed with another of the same device. No pt complications were reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device has been discarded and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.